Event description:
The patient was being treated successfully on the cellex instrument. When the whole blood processed point of 1076 ml was reached, we had an "air detected" alarm for the patient collection line. Then multiple air bubbles were noted that were about 1/4" in size. This occurred every one half to two inches along the anticoagulant line that had the green stripe. It continued from the level of the front two transducers on the cellex deck to the "y" in tubing where the ac line connects to the patient collect line. Air bubbles were also seen in the collect line from the y up through the air detector. No leaks were noted anywhere. A small sharp shard of glass or plastic about one mm in size was discovered on the cellex deck. The practitioner was not able to determine where it came from. The extracorporeal photopheresis (ecp) treatment was stopped. The kit was aborted and blood products were not returned to the patient due to possible contamination with non-sterile air. An emergent complete blood count (cbc) was sent and the md was notified. Permission was given to reprime a new kit and reattempt the ecp if cbc was within parameters. The hematocrit dropped but remained within ecp parameters. The ecp was reattempted with a new kit. The patient's vital signs remained stable and the patient was asymptomatic and tolerated the process well. Peripheral IV's were hep-locked until a new kit was primed.